Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tdh5, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the patient reported that the therapy worked well for her then she started having a return of symptoms. The patient stated the device had controlled her bladder control symptoms by 50% or greater and she didn't wet on herself all the time, but she still had urinary symptoms. The patient noted the device worked well for about 3 months. The patient reported she started having constipation in (B)(6) 2015. The patient added the constipation was so bad it caused "impactions" where the patient had to put on a rubber glove and remove fecal matter. The patient noted she had never had constipation issues before and had been severely constipated. The patient noted she had been to the healthcare professional (hcp) 3 times for pelvic exams. On the third exam the hcp noted the patient was so constipated her colon was so packed that it had put a tear in her vagina. The tear was from the bottom of the vagina all the way to the outside. The patient noted the hcp wanted to do a colonoscopy to see if the issue was the patient's bowels and they found that it wasn't the patient's bowel causing the issues. The patient stated the device was causing the issue. The patient noted she has an appointment with the hcp on (B)(6). The patient also reported she was completely miserable because she has a rash that developed after she got the stimulation implanted. The patient reported the rash was at the top of her pubic hair and goes down the side if her leg. The patient noted the rash was not in her vagina. The patient added she has been to her managing physician for the device time and time again about the rash. The patient added she has been to two dermatologists. The first dermatologist told her they didn't know what the rash was and the patient is waiting to hear from the second dermatologist. The patient added she has probably spent (B)(6) on ointment and now her doctor wants to give her "tube that cost (B)(6)." The patient noted she had "begged" her doctor to take the implant out, but she wouldn't. The patient added she had turned the stimulator off for 6 weeks and the rash still didn't go away. The patient also noted she was worried the battery could be leaking in her body. There were no traumas or falls associated with the issue. The patient noted that her doctor gave her biodenticle hormones, which are inserted through a needle. The hcp reported the patient relates the rash to the interstim placement.

Event description:
Additional information received from the consumer reported that the patient wanted the stimulator taken out and between the constipation and rash they didn't want to deal with it anymore.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tdh5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was having pressure in back and through hip and vagina, almost up to the naval. The patient had pressure in the rectum as well and pain in their hips was so bad they couldn't walk. The patient had a rash from top of pubic hair area, up 4 inches. When the patient left the hospital the stimulation was on and set at 7 and then they increased to 8 as they weren't feeling it. The patient turned stimulation off and the pressure was a little less. The patient would determine how long to keep stimulation off to determine if and how it affected their symptoms. The change in therapy/symptoms was considered gradual. The consumer later reported that the patient turned the device off for 2 days and lowered the device 2 numbers to resolve the pressure and pain in their back. The rash was being treated and the patient's health care provider (hcp) thought it started from the an tibiotic they had during surgery. The consumer further reported that the patient had been experiencing issues with their kidneys and had been very constipated. The patient had issues going to the bathroom. The device helped with the patient's bladder symptoms in the beginning, but now when they had the device on it seemed to be worse since (B)(6) 2015. The patient had developed a rash right above their pubic hair and down beside their legs. The patient's colon pushed down in their vagina. The patient turned off their device in (B)(6) 2015 and the rash got a little better and they were able to use the bathroom again, but once they turned the device back on in (B)(6) 2016 the issues started up again. The patient's rash and bladder symptoms returned after the device was back on. The patient's managing health care provider (hcp) had not gotten back to them in about a week. The hcp was supposed to have called someone and then call the patient back, but they hadn't called back. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.